Manufacturer narrative:
The complaint on 011 cl-4162 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Event description:
The event involved an ext set w/chemolock¿, chemolock port¿ where the customer reported that while kadcyla was being administered, small bubbles (foam as described by the nurse) appeared in the tubing, making it impossible to continue the administration. The nurse rinsed and then reduced the start of the infusion; the incident was not repeated. The customer stated that after the nurse rinsed the tubing, the therapy was completed, the patient was not harmed, additional medical intervention was not required, no adverse events noted, the health condition of the patient was stable, no hole, cut, tear or other defect were observed with the device. There was patient involvement, but harm was not reported as a consequence of this event.